Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted (B)(6) 2010; 457445 lead, implanted (B)(6) 2005. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a connection issue with the implantable cardioverter defibrillator (ICD) and rv lead causing inappropriate variation in capture threshold. Reprogramming was performed. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.